Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was displaying inaccurate results compared his feelings/ normal results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 8am, the patient reported testing on his lfs device, and obtained blood glucose values of "164, 147, and 174mg/dl." Based on statistical methodology, the calculated difference between the results does not exceed the expected value of <=20% or <=20mg/dl taken within 20 minutes of each other. The patient reported taking oral medications with diet and exercise to manage his diabetes. It is unknown if the patient made any changes to his usual activity level or medications on the day of the alleged issue. The patient reported at 8:30am, he developed symptoms of being "a little dizzy and his muscles started to shake." At an unknown time, the patient reported having something to eat or drink in response to his symptoms. At the time of troubleshooting, the cca documented that the subject meter was in the correct unit of measurement and the patient was using an approved sample site to obtain the samples. Replacement products were sent to the patient. The meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(6) 2012 with the following results: complaint not confirmed. Based on the information provided, this complaint is being reported because the patient claims due to the alleged issue, he developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #1 (9/10/2012)-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strips involved with this complaint were tested and the control solution results was above the control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.